Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call, was patient said, before getting the device they were peeing every half hour, after getting the device, they were able to sleep through night sometimes, but now they are peeing every 2 hours. Pt said, a month or two ago, they noticed, the ins site was bulging out of their skin more than usual. Pt said, they saw a new hcp on may 28th ,who looked into it. And told the patient, 2 of the wires were frayed. Agent asked patient, what the doctor said about the frayed wires and pt said: they didn't think it was a big deal. Reviewed some device therapy education and control equipment information. Patient chose to and successfully changed programs increasing confirming, comfortable sensation in their bike seat region. Reviewed to monitor their results and continue working with their doctor. Pt said, they have another appointment in august. The patient stated, that their communicator was not becoming charged even though, they had it plugged in all night. And patient said, no wonder they are peeing every 2 hours. Worked with patient to try to use the communicator to synch with the ins. Patient was successful to synch with their ins. The communicator battery showed: low, 18%. Reviewed some device and control equipment information. Recommended they use the original ac power adaptor to charge their communicator (pt said, they were using a square ac adaptor) to see if that resolves the communicator recharging issue. Reviewed, they can call back for support, if using the original equipment, they got at implant does not resolve the issue.

Manufacturer narrative:
Section d information references, the main component of the system and other applicable components are: product ID: tm90p0, serial#: (B)(6), product type: accessory, product ID: neu_unknown_lead, lot#: unknown, product type: lead. Section d information references, the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue was stemming from the charging cable and not the tm90. Pss reviewed with the caller to still keep the replacement tm90 and return the old one. Pss walked the caller through the steps of pairing the replacement tm90.the caller repeated the same information in regards to urinating often and having to get up in the middle of the night to use the bathroom. Pss walked the caller through the steps of making adjustments to their therapy. The caller confirmed that they were able to make adjustments , and stated that they would maintain stim level. The caller stated that they would monitor their symptoms and would follow up with the hcp.

Manufacturer narrative:
Continuation of d10: product ID tm90p0 serial# (B)(6) product type accessory product ID neu_unkno wn_lead lot# unknown product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.